Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly near completion of thumb advancer/exchange sheath splitting, distal deployment could not be completed. As the device was lifted, it was observed that the thumb advancer was not completely in the deployment completion window. The device was easily removed. The locator wings were retracted when the device was removed. It was believed that the clip deployed prematurely. After massaging the tissue tract to express all blood, no further bleeding occurred, indicating hemostasis was achieved. An hour after the procedure, the operator reassessed the access site for any hematomas or bleeding, but complete hemostasis remained and the access site was "as smooth as it can be" with no indication of a hematoma. The tissue tract was described as not being tight but large. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.